Event description:
A talent thoracic stent graft was implanted in a pt for the repair of another MFR's stent graft that had a type I endoleak. It was reported that the pt returned approximately two weeks after the procedure with right side chest pain. The CT scan demonstrated that there was a dissection originating from the aortic root, due to continued disease progression. The dissection proceeded up to the talent stent graft. The physician elected to perform an aortic root repair and the dissection was resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (secondary intervention) - eval results: (arterial trauma/dissection); (diseased vessel). Conclusions: (diseased vessel).